Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used:catalog #00111314001, patacos r+g bone cement, lot #69174202; this bone cement is manufactured at heraeus medical and distributed through (B)(4). As the product was not returned, dimensional evaluation could not be completed. The device history records for the related components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to severe osteoarthritis in the right knee. Trial components revealed that the extensor mechanism tracked normally and that the knee was "nicely balanced." Review of the revision operative notes confirmed that the patient underwent a revision surgery and showed the patient "clearly had evolution of radiographically evident tibial component loosening" and that the "tibial component tilted in varus and developed progressively increasing posterior slope." It was found that the tibial component was grossly loose and was easily pried from cement mantle. The cement mantle was fractured posteriorly but was well fixed and intact anteriorly. The package states "loosening or fracture/damage of the prosthetic knee components or surrounding tissue" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report 1822565-2015-00...

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.